Event description:
It was reported that the insulin pump alarmed no delivery due to a possible site or infusion set occlusion. The blood glucose reading was 164 mg/dl. Upon troubleshooting, the customer stated that insulin did not exit during the fixed prime process. He stated that insulin did exit when he used a plunger to push insulin through the tubing. During troubleshooting, it was determined that the insulin pump was working as designed. The insulin pump passed the self test. The customer was advised that the alarm had been caused by an infusion set or insertion site occlusion. He stated that the alarms had started occurring 4 days prior and that he had to change the entire infusion set and reservoir 3 times since then. He reported that the alarm was resolved by a complete infusion set change. He requested to return the reservoir and infusion set for analysis. He noted the alarm did not occur during the manual prime process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.